Event description:
Pharmacist reported an apii pump that underinfused. The prescription was morphine 1mg/1ml in the pca mode. Pt dosing was 1cc every 15 mins pca dosing only. The pharmacist checked the pump at 8:30pm on 7/2002, and reviewed the last 24 hrs. The pharmacist found the volume delivered did not match the number of pt doses. The pca button was pressed and was found to be delivering 0.1ml rather than the 1.0ml as programmed on the display. They replaced and discontinued use of the pump. There was no pt injury or medical intervention reported.